Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The product was requested to return for manufacturers laboratory investigation but was not yet received. The investigation of the manufacturer is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
According to the customer: while using the oxygenator on the patient for assist, blood leaking from the dialysis lock valve was noted. No adverse effect on the patient (B)(4).

Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. By visual inspection it was determined that the dialysis lock and valve was blood. A tightness test was performed and a slight leakage was confirmed hereby. Thus the reported failure could be confirmed. The most probable root cause of the failure is unknown. Mcp will decide about further action steps in regards of the reoccurrence of the failure after closure of CAPA (B)(4). Since the reported failure did not contribute to a death or serious injury no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The product was investigated further in the manufacturer's laboratory. The dialysis lock and valve was sawed out. By microscopic inspection a leakage between the o-ring and the locking pin could be observed. Thereupon the dialysis lock was opened and methylene blue was applied from the inner side onto the o-ring; the humidity was leaking into the space between the inner o-ring and the locking pin. Afterwards the dialysis lock was disassembled. A lateral offset was detected at the filter cover housing wherein the locking pin with it's o-ring was sitting. At the o-ring itself also a pressure mark caused by the offset was detected. The most probable cause of the reported failure is the detected offset which caused an leakiness of the o-ring. Mcp decided to initiate a CAPA (corrective and preventive action) process in order to determine the root cause and initiate further steps. All further steps will be performed out of the CAPA process.

Event description:
Ref.: # (B)(4), customer ref.: (B)(4).